Event description:
The soundstar ultrasound catheter stopped connecting to the system, the catheter was removed with no harm to the patient. Manufacturer response for ultrasound catheter, soundstar ultrasound catheter (per site reporter).